Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. See h10.

Event description:
It was reported that a hole was found in the bd plastipak¿ luer slip syringe during the anesthetic induction. The following information was provided by the initial reporter, translated from portuguese: "I would like to inform you that a notification was opened with anvisa due to suspected quality deviation, the doctor performs anesthetic induction and identifies a hole in the 20 ml syringe."

Event description:
It was reported that a hole was found in the bd plastipak¿ luer slip syringe during the anesthetic induction. The following information was provided by the initial reporter, translated from portuguese: "I would like to inform you that a notification was opened with anvisa due to suspected quality deviation, the doctor performs anesthetic induction and identifies a hole in the 20 ml syringe."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.